Event description:
It was reported that a false elective replacement indicator (eri) alert was observed on the device. The alert was cleared to resolve the event and the patient was in stable condition.